Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding while trying to calibrate. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 195 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.